Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result was 182, repeat was 14.8 ng/l. The patient was recollected and tested on another analyzer and the results were 7 and 7 ng/l. The patient¿s previous result was 6 ng/l. The customer noted that this issue happened two months ago, however, no specific patient information was provided. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Other than sample recollecting and retesting, no other troubleshooting was performed, as no definitive part was identified as likely cause for the issue, the alinity I, serial number (B)(6), was deemed the likely cause; however, sample integrity cannot be ruled out. No additional discrepant result issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I stat high sensitivity troponin-I result for one patient. The following data was provided: sample ID (ba initial result was 182, repeat was 14.8 ng/l. The patient was recollected and tested on another analyzer and the results were 7 and 7 ng/l. The patient¿s previous result was 6 ng/l. The customer noted that this issue happened two months ago, however, no specific patient information was provided. There was no impact to patient management reported.